Event description:
Reporter initially misstated event and related product info. After sample was received, follow-up info noted tip of 25 gauge probe popped off inside of pt's eye. No injury occurred.